Event description:
In july of 2006, patient developed a red welt on stomach that started to ooze, drainage became excessive. Had surgery - broken ring discovered. Had perforated subcutaneous tissue and caused fistula. Mesh was explanted.